Event description:
It was reported that this implantable device battery was hypothesized to be exhibiting premature depletion. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this implantable pacemaker battery was hypothesized to be exhibiting premature depletion. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this implantable device battery was hypothesized to be exhibiting premature depletion. The device data was forwarded to boston scientific technical services and is currently pending review. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker battery was hypothesized to be exhibiting premature depletion. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.